Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Visualization was difficult due to the imaging quality. One clip was successfully deployed; however, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). No additional treatment was performed, and tr remained at a grade of 4. There was no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. Based on the information provided, a definitive cause for the reported single leaflet device attachment (slda) could not be determined. It may be possible that anatomical challenges or poor visualization contributed to the slda; however, this could not be confirmed. Additionally, the reported unchanged tricuspid regurgitation (tr) appears to be due to case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.